Event description:
It was reported that a drug port leak occurred, requiring an additional device. A 106x12cm ekos endovascular device was selected for use in a pulmonary embolism procedure. While in the intensive care unit after catheter placement and before completion of therapy, there was a leak on the luer lock adapter. The drug port was leaking. The patient was brought back to the cath lab to exchange the catheter for another of the same, and then treatment was completed in the intensive care unit. No patient complications were reported.

Manufacturer narrative:
Media eval by manufacturer: the device was not returned for analysis; however, a video media file was provided by the site that confirmed the leak was coming from a crack in the luer connection for the drug port.

Event description:
It was reported that a drug port leak occurred, requiring an additional device. A 106x12cm ekos endovascular device was selected for use in a pulmonary embolism procedure. While in the intensive care unit after catheter placement and before completion of therapy, there was a leak on the luer lock adapter. The drug port was leaking. The patient was brought back to the cath lab to exchange the catheter for another of the same, and then treatment was completed in the intensive care unit. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the ekosonic endovascular device was returned for analysis. Only the infusion catheter was returned. The ultrasonic core was not returned. Microscopic visual inspection of the infusion catheter showed cracking on the drug port luer. The device was tested for leaking, and it was noticed that the device leaked water from the drug port luer where the cracking was present. The device did not leak from the manifold or the coolant luers, which were not cracked. Media analysis of a video file provided by the site confirmed the leak was coming from a crack in the luer connection for the drug port.